Manufacturer narrative:
Upon investigation of the actual device used in that incident, it was determined that the aux legacy half-height cubie drawer 1-2 had malfunction. A field service engineer deactivated the system and replaced the position sensor to rectify the problem. The system functioned as intended after the field service engineer had troubleshot the device. A field service engineer confirmed that there was a delay in dispensing medication to the patients.

Event description:
It was reported that when using the pyxis medstation es system, a jam was encountered in one of its drawers. A customer reported that a user was unable to dispense medication due to a malfunction, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.